Event description:
Bajada,s., morgan, d., smith, "pre-operative nutritional serum parameters as predictors of failure after internal fixation in undisplaced intracapsular proximal femur fractures". A. Injury, int. J. Care lnjured-6191; (2015), pp.1-6 there was a total of 18 failed fracture fixations. The cause of failure included six avascular necrosis (avn), eight non-unions, four collapse of fixation. Of these 18 failures, 11 cases were revised; revisions included six hemiarthroplasy, four total hip arthroplasty and one re-fixation with a different implant. For the remaining seven failed cases an intention for revision was identified but patients either refused or were too unwell and passed away before revision surgery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).